Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned for evaluation. The condition of the returned sample confirmed stent sheath break leading to partial deployment. Provided images indicate heavy stent elongation inside the vessel. Furthermore, the guidewire lumen was broken. Inside the grip the primary sheath was found heavily deformed like a z indicating high compressive load. In summary, a detailed re construction was not possible. A 0.018" guidewire was found stuck inside the system. Based on the information available the investigation is closed with confirmed result for catheter break. A definite root cause for the reported event could not be determined, but the use of a 0.018" guidewire was considered a significant factor. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use state: 'insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (see table) across the lesion to be stented via the introducer sheath', and 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' The instructions for use closely describes holding and handling of the system throughout the procedure including unpacking and preparation. The packaging labels indicate the use of a 0,035" guidewire. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent stent system products is identified in d2 and g4. H10: d4 (expiry date: 01/2022), g3 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the popliteal artery, the stent was allegedly partially deployed. It was further reported that the outer sheath of the delivery system was separated from the inner core. Post retraction of the inner core from the popliteal artery, the stent was noted to be stretched and longer than its original size. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and photos were provided for review. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510k number for the lifestent stent system products is identified. Expiry date: 01/2022.

Event description:
It was reported that during a stent placement procedure in the popliteal artery, the stent was allegedly partially deployed. It was further reported that the outer sheath of the delivery system was separated from the inner core. Post retraction of the inner core from the popliteal artery, the stent was noted to be stretched and longer than its original size. There was no reported patient injury.